Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer reported via phone call to have dropped insulin pump and damaged reservoir compartment; customer reported that reservoir was still able to lock in place. Customer reported of attempting to administer a bolus when numbers began to scroll and then a button error alarm was received. Customer's blood glucose was 136 mg/dl. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump was received with broken reservoir tube lip and reservoir does stay locked in. The insulin pump was received with minor scratches on lcd window.